Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). No problem or issues were identified during the device history record review. One unit was returned for evaluation; the unit was received in decontaminated condition with its original open package inside a plastic bag. During visual inspection under normal conditions of illumination, it was observed that the joint between the 3-way connector and the single port cap is broken. The complaint is confirmed. During functional testing, in an attempt to replicate the failure mode, the single port cap was assembled to the 3-way connector and was bent with the hand applying pressure. The assembly broke in a similar way as the returned unit. Based on the testing performed, the failure reported could be reproduced by bending the assembly with force. It was observed that the cuts in the tested unit are like the cuts in the complainant unit. The most probable cause is that the product became damaged after it left manufacturing site. An awareness notification was conducted for production personnel.

Event description:
It was reported that during the pre-use check, the drip chamber was found broken. No patient injury reported.